Event description:
Fracture (complete) occurred while pt was walking; pt noticed a "clicking" sound when walking prior to implant facture. Tip of the morse taper remained in femoral component (distal). Stem portion was well fixed and very difficult to remove. An 11mm x 127mm stem was cemented in its place.

Manufacturer narrative:
Additional info: h6: date of mfg. = 11/199. Summary of evaluation: the info provided and the examination results, in the absence of pt data and x-rays, are insufficient to determine the cause of this event, but suggest that this event is associated with metal fatigue and excess loading.